Manufacturer narrative:
(B)(4). The device was sent to the philips bench for evaluation. The clarified the device failed to power up on a/c power. The a/c module was replaced. The device then passed all testing and the device was returned to the customer site. A malfunction of the a/c module caused a failure to power up. Replacement of the a/c module resolved the issue.

Event description:
The customer reported a faulty power supply. It was later confirmed the device failed to power up on a/c power. There was no patient involvement.